Event description:
It was reported that during a shoulder arthroscopy procedure, while the surgeon was ablating in the shoulder, the surgeon asked the nurse to confirm the power setting. The surgeon felt like the unit was not functioning as intended and when he looked back at the monitor, the surgeon noticed that the tip of the unit was gone. The surgeon searched within the shoulder and the nurses search the floor for the tip and the tip was not found. The doctor then looked in the medial portion of the shoulder for the lose tip. The doctor was able to locate the tip and remove it.

Manufacturer narrative:
The device was returned for investigation. Upon visual inspection of the unit, the reported tip breakage was confirmed. The metal electrode had broken off from the tip. The broken piece was not returned. Slight scratch marks were observed in the ceramic tip. However, no wear marks or significant damage to the probes' wand or heat shrink (black insulation) was observed. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Device history record of the reported product / lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure, while the surgeon was ablating in the shoulder, the surgeon asked the nurse to confirm the power setting. The surgeon felt like the unit was not functioning as intended and when he looked back at the monitor, the surgeon noticed that the tip of the unit was gone. The surgeon searched within the shoulder and the nurses search the floor for the tip and the tip was not found. The doctor then looked in the medial portion of the shoulder for the lose tip. The doctor was able to locate the tip and remove it.